Manufacturer narrative:
The original reported event, lever fell off, was duplicated. Upon disassembly per visual inspection, the press fit on the blade mount mechanism was found completely undone, which led to the event.

Event description:
It was reported that a piece of the head from the system 7 sag saw disassembled during a procedure at the user facility. The case was completed successfully with no procedural delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that a piece of the head from the system 7 sag saw disassembled during a procedure at the user facility. The case was completed successfully with no procedural delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.